Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump had a blank display. Patient involvement was unknown.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the unit had a blank display. The unit was triaged and the customer¿s reported condition was confirmed. The lcd was found to be broken. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.